Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt

Event description:
As reported, the balloon of a saber rx 8mmx4cm 155cm percutaneous transluminal angioplasty (pta) balloon catheter ruptured at eight atmospheres (atm). There was no reported patient injury. This was during a procedure to treat a lesion in the external iliac artery which was not a chronic total occlusion (cto). The lesion had a 90% stenosis, mild calcification, and severe tortuosity. The saber rx balloon catheter was used for a pre-dilation inflation to six atm before a 9mm x 10mm non-cordis stent was implanted. The 8mmx4cm saber rx was then used to post-dilate the 9mm x 10mm non-cordis stent and ¿was inflated after 4 cm from distal¿ when it ruptured on the second inflation. The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. A 1:1 contrast to saline ratio was used to prep the balloon. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The device was put into an acute bend when it crossed the bifurcation of the common iliac artery (cia); however, the device did not kink at any point in the procedure. After the rupture occurred, the balloon catheter was able to be removed easily and remained in one piece during its removal. The device will not be returned for evaluation because it was discarded due to hospital regulations.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a saber rx 8mmx4cm 155cm percutaneous transluminal angioplasty (pta) balloon catheter ruptured at eight atmospheres (atm). There was no reported patient injury. This was during a procedure to treat a lesion in the external iliac artery which was not a chronic total occlusion (cto). The lesion had a 90% stenosis, mild calcification, and severe tortuosity. The saber rx balloon catheter was used for a pre-dilation inflation to six atm before a 9mm x 10mm non-cordis stent was implanted. The 8mmx4cm saber rx was then used to post-dilate the 9mm x 10mm non-cordis stent and ¿was inflated after 4 cm from distal¿ when it ruptured on the second inflation. The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. A 1:1 contrast to saline ratio was used to prep the balloon. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The device was put into an acute bend when it crossed the bifurcation of the common iliac artery (cia); however, the device did not kink at any point in the procedure. After the rupture occurred, the balloon catheter was able to be removed easily and remained in one piece during its removal. The product was not returned for analysis as it was discarded due to hospital regulations. A product history record (phr) review of lot 82227229 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of stenosis, mild calcification and severe tortuosity may have contributed to the reported event. Damage to the balloon material likely occurred during delivery to the lesion or upon inflation. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.